Manufacturer narrative:
Medical device brand name: bd bbl¿ trypticase soy agar with 5% sheep blood (tsa ii). Investigation summary: during manufacturing of material 221261, media is formulated and sent through a high temperature short time sterilizer to remove bioburden. The petri dishes are subjected to uv radiation to decrease bioburden. The petri dishes are filled in a positive pressure hepa filtered environment. The filled plates are cooled and immediately wrapped into sleeves to decrease the introduction of microbes. Sleeves are then packaged into cartons and then transferred to a refrigerated truck (2 to 8 degrees c) for shipment to the distributor. Bd distributors are provided with the storage guidelines for the shipping and handling of bd media of 2 to 8 degrees c in a dark place. The batch history record review for batch 2153432 was satisfactory and no quality notifications were generated during manufacturing and inspection. The release testing that is performed on this product does include bioburden testing. A sample of plates are incubated at 25 degrees c and at 35 degrees c for approximately 72 hours. All bioburden testing performed on this batch was satisfactory per bd internal procedures. Affected product does not have any sterility claims; the product is tested for bioburden prior to release to ensure that it conforms to product specifications. However, this does not ensure that the end-user will not receive a contaminated plate. The complaint history was reviewed, and no other complaints have been taken for batch 2153432. Retention samples from batch 2153432 are not available for inspection. Seventy plates from batch 2153432 were returned as seven unopened sleeves shipped in a box with bubble wrap and paper padding (time stamps 1042, 1044, 1100, 1103, 1104, 1107, 1115 and 1116). Plates were inspected and 8/70 plates had surface bacterial growth. One affected plate was submitted to the ID lab and pseudomonas fluorescens was identified. Two photos also were received for investigation. One photo shows a close-up of the side of a stack of plates with what appears to be growth in one plate. The other photo shows a sleeve from batch 215343. This complaint can be confirmed for contamination. Bd has identified a contamination trend for this product.

Event description:
It was reported that bd bbl¿ trypticase soy agar with 5% sheep blood (tsa ii) 8 plated were inspected and bacterial contamination was found. No injuries were reported. The following information was reported by the initial reporter: customer states contamination is bacterial.